Event description:
It was reported that the anchor was inserted into the bone, and the threads came off the anchor. This caused delay in the anesthesia. The device was not removed, but left implanted in the pt.

Manufacturer narrative:
Additional info will be provided once investigation is completed.